Manufacturer narrative:
Findings: pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Pump had cracked case at display window corner, battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot because it is passed and current events. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl.